Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty select set, and the adverse event of peritonitis, characterized by abdominal pain, nausea and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the peritoneal dialysis registered nurse (pdrn). This is further evidenced by the presence of a gram-negative bacteria originating from the respiratory, urinary, blood, or gastrointestinal tract in humans and is a well-known contributor to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient developed peritonitis. The pdrn stated that the patient contacted the unit today and stated that the solution in one of their bags from their pd treatment was cloudy. The patient will be going on antibiotics. The pdrn stated that they didn¿t think it was from a fresenius product. Upon follow up, the peritoneal dialysis register nurse (pdrn) stated that the patient came into the clinic on (B)(6) 2020 with symptoms of nausea, stomach pain, fever, and the patient¿s drain bag was cloudy. There were no issues reported with the pd supply bag or cassette. The pdrn stated that they were waiting on culture results. The pdrn stated that the cause was unknown at this time, but they suspected touch contamination, and were waiting on the culture results to confirm. The pdrn stated that the patient was prescribed ceftazidime 2 g ip, and vancomycin 750 mg ip for two weeks initially, pending culture results. The patient was treated outpatient and did not require hospitalization. The patient was continuing pd therapy with no further issues. There are no samples available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.